Event description:
The customer reported that during use of this suture punch during arthroscopic surgery, the tooth broke off, and the surgeon was able to retrieve it from the surgical site. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received the suture punch along with the detached portion. A visual examination of the device found the needle detached at the solder joint. Further examination found the needle damaged/torn in a forward direction. A review of repair history for this device found no prior repairs. The customer will be contacted with this information. Conmed linvatec will continue to monitor this product for failures.